Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device's blade tip became overheated, so it was removed from the patient and they tried to clean it and the pad came off the device. Another device was used to complete the procedure. There was no adverse consequence to the patient. Device was discarded.

Manufacturer narrative:
Date sent: 6/15/2009. Information not available, device not returned for analysis.